Event description:
Pt reported her blood glucose level reached 472 mg/dl 15 days ago. Pt stated her doctor stated it could be due to air bubbles in the insulin cartridge or in the catheter. Pt reported she changed the infusion set and the insulin cartridge. Pt stated her blood glucose level reached 424 mg/dl today. Pt's average blood glucose value is about 150 mg/dl. Pt reported the infusion device has never alarmed and it seems to work properly. Pt stated she has not seen any air bubbles. Pt reported the infusion device works better if she orients it upwards. Advised pt infusion device position doesn't affect insulin delivery. Pt stated she changed the infusion set and insulin cartridge today but her blood glucose level is still 400 mg/dl and she has already delivered a 10.0 unit bolus of insulin. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.